Manufacturer narrative:
Sections with additional information as of 31-aug-2021: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strips. (Nova biomedical). Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 12-jul-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer. Customer is satisfied with the glucose readings from the new replacement products.

Event description:
Consumer initially reported complaint for e-3 error. Mother is calling on behalf of the customer. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true focus meter; the customer was not satisfied with the result obtained. Customer stated he has obtained high blood glucose test results using the true focus meter, the customer¿s expected am fasting blood glucose test result is 180mg/dl. The customer feels well and did not report any symptoms. Customer stated that he speaks with his doctor everyday due to high blood glucose results; doctor had informed customer he is fine and that the true focus meter was not working. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 03/31/2023 and open vial date is (B)(6) 2021. The meter memory was not reviewed for previous test result history; customer stated that the meter displayed 3 zeros (000) and did not display the memory.